Event description:
Clinic reports that the inline injection port proximal to the pt was leaking blood. Telephoned on 9-15-99 and left message. Spoke with representative on 9-23-99. Blood was leaking from the inline port near the venous line on the combi set. The port was never used. Ebl 50cc. Blood was reinfused and a new line initiated without further problem. Pt's dob 10-26-28. Male, weight 88 kg. Pt suffered no adverse effects. MDR filed due to bloodloss only.